Manufacturer narrative:
The customer declined ge healthcare service. No repair information available.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in an unexpected shutdown and subsequent loss of mechanical ventilation. There was no patient involvement.